Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon shaft was broken, and it could not cross in the lesion. The device was removed from the patient's body after deflating. And the procedure was completed using an alternative device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. Multiple hypotube kinks and a break in the hypotube 64.5cm distal to the distal end of the strain relief were identified. No issues were identified on the shaft polymer extrusion profile. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues were noted with the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues/defects were identified during returned product analysis.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon shaft was broken, and it could not cross in the lesion. The device was removed from the patient's body after deflating. And the procedure was completed using an alternative device. There were no complications reported, and the patient was stable post procedure.